Event description:
It was reported that during a laparoscopic hysterectomy procedure, after a few times of use, the blade broke and part fell into patient -could be removed. Next instrument did not function during test. (B)(4). No further information is available. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Additional information: device a was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device b was returned in good physical condition. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly incomplete pre-run or user initiated test. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.